Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that during MRI and equipment information call, pt said, the second ins was replaced with an MRI compatible system because one of the coils was kinked and hurting them in the place where it was located.

Event description:
Additional information was received from the patient (pt). They reiterated that their previous system had been removed and replaced with the MRI compatible and longer life ins battery because the "line" had been "kinked." The pt stated they had had a little discomfort where the kink had been, probably starting in 2022 sometime. The pt stated they hadn't told their healthcare provider (hcp) about it until they had a scheduled appointment with the hcp and that was when the hcp said it was time to replace it. The pt stated when it was replaced, the hcp told them that they really had to "dig out the old implant " on their left side because it had been deeply imbedded into the patient's fat and that the lead had been in there for 10 years. The pt stated they had a follow-up appointment with the hcp in (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 3889-28, serial/lot # (B)(6): , ubd: 2016-05-18, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.